Manufacturer narrative:
The device was received for evaluation on 4/29/2021. Received one used 142560488, primary plum set. During decontamination the filter vent cap assembly fell out of the piercing pin drip chamber, therefore, sample was received in this condition. A thorough visual inspection was performed and no blows or damage to the vent cap or piercing pin pins were found that could be related to the assembly process of the parts in the piercing pin machines in the subassemblies area. A dimensional analysis of the complaint sample was conducted in order to determine the potential cause of leakage reported. The dimensions which have direct interaction between both parts were within the specification limits. Since the dimensional measures of piercing pin and vent cap resulted within specifications. The manufacturing process is being discarded as potential cause of the event reported. The lot review was performed and there were no issues found.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plumset that leaked taxol. It was reported that the patient was treated with normal saline (250ml/1hr), following with taxol (150ml/hr) infusion. After 10~15 minutes of the taxol infusion, taxol leaked out of the filter vent (below spike) and dropped to patient's hand and floor. There were no visible defects observed. There was no unprotected chemotherapy exposure or harm to the healthcare worker reported. There was patient involvement with no patient harm.